Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient had an ins implanted after having a significant benefit from the trial nerve stimulator. The patient¿s indications for the implant include having a long history or back problems and having multiple back operations prior to being implanted. The ins was explanted on (B)(6) 2009 due to after having the placement of the ins they never really felt that they got a whole lot of benefit out of it. They did have some improvement in their pain, however, they had more pain from the battery site and wanted it removed. It was noted that the stimulator had been turned off. The patient¿s indications for the explant procedure include the patient having the ins implanted for their chronic lower back pain and leg pain. The operative report was as follows. The patient was taken into the operating room and placed in the prone position on the operating table. The patient¿s back was sterilely prepped and draped in the usual fashion. They underwent mac anesthesia with sedation. A 0.25% marcaine with 1:200,000 epinephrine was used for local anesthetic. A #10 blade was used to open up the thoracic incision and was taken down through the skin and subcutaneous tissue. Bipolar electrocautery was used to maintain hemostasis and bovie electrocautery was used to dissect down to the leads. A second incision was made over the right buttocks over the battery pack. It was taken down through the skin and subcutaneous tissue. Bipolar electrocautery was used to maintain hemostasis. Bovie electrocautery was used to dissect down through the fat and the battery was exposed and brought out from the pocket. They then cut the extension leads just distal to their connection to the paddle leads but they did leave the paddle behind. They did not have a problem with that and it was in a good position. Therefore, if any time in the future they want that hooked back up, those leads are in position and they used the extension lead and boots to go ahead and cover those tips of the paddle leads to protect those so they cut just on the proximal part of the extension leads. They then pulled those out from the buttock incision. They then irrigated both wounds with copious amounts of a antibiotic saline and used bipolar electrocautery to maintain hemostasis. They then closed both wounds with 2-0 vicryls in the subcutaneous tissue and a running 4-0 maxon subcuticular in the skin. Steri-strips and sterile dressing were applied. The patient was turned back in the supine position and transferred to the recovery room in stable condition. There was minimal blood loss and all counts correct x2. No further complications were reported/are anticipated.